Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, ¿a randomised controlled trial comparing highly cross-linked and contemporary annealed polyethylene after a minimal eight-year follow-up in total hip arthroplasty using cemented acetabular components¿ by j. Langlois, et al, published by the bone and joint journal (2015), vol. 97-b, pp. 1458-1462, was reviewed. The purpose of this study was to evaluate the rates of wear of two all-cemented competitor acetabular components of the same design in 100 patients implanted between july 2000 and july 2002. All 100 competitor polyethylene cups were cemented with depuy cmw-1 cement and paired with competitor femoral components. The authors note that 11 patients died at 8 year follow up due to reasons unrelated to the implanted devices and/or surgical procedure. This complaint will capture the events associated with the depuy cement. Results: 1 patient was revised due to early deep infection. Captured in this complaint: depuy cmw-1 cement. Radiographic images: fig. 1 on page 1459 and fig. 2 on page 1460.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. X-rays were reviewed and could not confirm the reported event. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : no lot information available. H10 additional narrative: added: h6 (clinical code). H6 clinical code: appropriate term / code not available (e2402) is used to capture infection (e19). Corrected: d3, g1.